Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostoma procedure. According to the complainant, during withdrawal, the bolster detached when removing the placed device. The physician retrieved the detached fragment with forceps endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.